Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00241. 0001825034-2024-01928. 0001825034-2024-01929. D10: cat #: 00811400000 / femoral stem 12/14 neck taper std. Offset size 0 105 mm stem length / lot #: 66225575. Cat #: 110024463 / g7 dual mobility liner 42mm e / lot #: 151700. Cat #: 110010244 / g7 osseoti 3 hole shell 52mm e / lot #: 66195140. Cat #: 010000998 / g7 screw 6.5mm x 25mm / lot #: 7612314. G2: australia. Visual examination of the provided pictures identified the cup with bio debris on the cup and stem, no other information can be obtained from the images. The complaint is unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately four months post implantation due to a dissociation and peri-prosthetic fracture. The stem, liner, bearing, and head were removed and replaced. Attempts have been made and no further information is available.